Manufacturer narrative:
One device was received for evaluation. Visual inspection found cracked housing. An 'air in line' alarm was revealed in the event history log. Functional testing was able to duplicate the issue. It was determined that the expulsor was the root cause. The expulsor was trimmed, and the dso and uso sensors were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device did not pass the pm procedure and over delivered, over the set rate. There was unknown patient involvement.